Event description:
It was reported that if the user selects the field for treatment and scan the barcode to clear the interlock, user can then enter autosetup and change the x and y field size values on the gantry/collimator tab. The field size x and field size y check boxes are not greyed out to prevent changes from being made. In addition, if the user enters autosetup prior to scanning the barcode, the expected behavior is for it to allow the field size to be changed, but on scanning the barcode, a message should be displayed indicating 'the applicator information in the mac assigns the field size. You cannot change the field size.' This message is not displayed. There was no actual mistreatment. This issue was found internally, during testing.